Manufacturer narrative:
Device discarded and not returned.

Event description:
During an atherectomy procedure of a 50 mm cto (chronic total occlusion) in the mid sfa, after making two passes with the pantheris catheter, the physician noted that he was getting resistance as he was trying to advance the catheter. An avinger sales representative recommended to deflate the balloons on the pantheris catheter. While the balloons were being deflated, the pantheris catheter was being advanced. At this time, it was reported that the catheter "jumped". The pantheris catheter was removed and an angiogram was performed. A small non-flowing dissection was observed. A long balloon inflation was performed with a non-avinger device to treat the dissection; however, no improvement of the dissection was seen, so the physician placed two viabahn stents to treat the dissection. After the second stent was placed, the angiogram showed the dissection had been successfully treated. The patient had a three-vessel runoff and it looked good. The procedure was completed and the patient was reported to be stable.